Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device during peritoneal dialysis therapy. The patient ended therapy and planned to restart therapy using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. The reported system error 2240 alarm could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.